Event description:
It was reported that when using the bd pyxis¿ es server orders were not showing, preventing user from dispensing medications. Reports for patient medications did not display, and the issue affected all pyxis units across the hospital. The customer provided an order number (added to ephi) but did not have an mrn. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the orders were not showing, preventing user from dispensing medications. A technical support specialist (tss) reviewed logs on the application server and identified ¿concurrent¿ errors in the external inbound processors service. Tss restarted the service and deployed the required hotfix via the database, then brought the service back online. Post validation with the customer confirmed that patient and order updates resumed successfully. The issue was determined to be caused by a messaging cache handling defect, which delayed proper message processing. The system functioned as intended after technical support specialist troubleshot the device.